Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received a button alarm while the pump was in the customer's pocket. Customer stated that they had an elevated blood glucose of greater than 240 (mg/dl). Customer administered a bolus with the pump to treat their bg level. Tandem technical support educated the customer on how to prevent the button alarm from being triggered.